Event description:
It was reported that the patient updated the software on their controller and then the controller began to overheat. Medical treatment was not required. No impact to blood glucose levels were reported.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine relationship to res# (B)(4). Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.